Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced by baxter service personnel. The root cause of this condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service the battery and battery harness were replaced. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Corrected information: should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that experienced a damaged battery alarm. It is unknown when, or in which care area, this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.